Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a repair of a lesion in the posterior part of the meniscus, the fast-fix 360 was calibrated at 16, but at the moment of passing the first implant, and before shooting, the two t implants of the stitch came out, therefore the stitch could not be passed or recovered because the implants remained through the meniscus. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. The distal end of the insertion device is deformed. A functional evaluation finds it does not cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.